Manufacturer narrative:
The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. A review of the DHR performed by the supplier determined that the lot was manufactured on november 13, 2019 and had a total quantity of 50. The service history was reviewed and no data was found. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame 362 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.003. Per the instructions for use, the user is advised to inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ts8850, was being used during a medial patellofemoral ligament reconstruction (mfpl) when it was reported "during the harvesting of the tendon, the tendon stripper broke off." It was reported that the procedure was not completed, but no further explanation was provided. There was no report of injury, medical intervention, or hospitalization to the patient during the initial report. Upon further assessment questioning it was found that the device broke in contact with the patient and a small, extra incision had to be made to remove the broken component of the device. Further explanation of why the procedure was not completed was found to be "because the harvesting of the tendon is done at the start of the operation. Without a tendon, no reconstruction." The device failure caused a 15-minute delay in the procedure. This report is being raised on the basis of injury due to small, extra incision required for component removal.